Event description:
Customer reported hospitalization due to her lungs. Customer stated that her blood glucose readings at the time of the hospitalization were 500 mg/dl. Customer also reported receiving multiple no delivery alarms and having to change sets several times to correct her blood glucose readings. Customer further stated that she occasionally notices a bent cannula and experiences high blood glucose readings close to 300 mg/dl even after taking a bolus. Customer's most recent blood glucose readings are 142 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.